Manufacturer narrative:
Evaluation summary: extensive scarring is present on several areas of the reamer indicating potentially heavy use. It is not known how the reamer was used over its potential field age of approximately one year. Based on the information provided and the investigative findings, the exact cause of failure cannot be determined. Evaluation: the returned device conformed to material hardness and diameter specifications. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the lag screw reamer fractured and the tip of the reamer was retained in the femoral head of the patient.